Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was shutting off by itself. When the ins was on, it would put pressure on her bladder, which felt like a sharp pain in her bladder and she could feel it was working. The patient clarified that this was a normal sensation. When it was not working she would wet herself on the bed in her sleep but when it was working she did not pee on herself. There was no trauma or fall that could be related to this issue. The stimulation issue was not related to positional movement. It was noted that she peed on herself when she was walking and especially at night. Cycling was not programmed. The ins was confirmed by the patient programmer (pp) to be on, but then it was asked again and then the ins turned off again. The pp confirmed stimulation was turning itself off when it should be on. The implant had not worked right since implant on (B)(6) 2015. The ins shutting off by itself and the patient wetting herself had been occurring since (B)(6) 2015. It was noted that the patient¿s old ins was replaced on (B)(6) 2015 due to normal battery depletion. Further follow-up is being conducted to determine the serial number of the implant, the circumstances that led to the issues, and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.